Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an uphold¿ lite device was used during an unknown procedure on an unknown date. According to the complainant, during procedure, ¿the wire got sectioned with the metallic extremity left in place due to a complete closure and impossible dissection.¿ the failure mode is unclear and attempts to obtain additional information has been unsuccessful to date. The event may suggest that the suture broke and the needle was left in the patient.

Manufacturer narrative:
Analysis of the returned uphold lite device revealed that the distal end of the blue with white stripe dilator was torn off and was not returned. The suture is broken and the remainder of the suture with dart was not returned. Analysis also revealed that the two most proximal rivets on the capio slim head are pulled away but still attached. As a result, the proximal end of the capio slim head is split. A review of the device history record (DHR) indicated that the device met all material, assembly, and product specifications at the time of release to distribution. However, the assigned complaint investigation conclusion code for this event is manufacturing process design because the design or validation of the manufacturing process was not sufficient to ensure the finished device met the intent of the design. The investigation concluded that the design of the carrier allows the fiber portion of the suture to interact with the sharp edge of the carrier, resulting in suture severing. The issue is under investigation and a correction has not yet been implemented. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that an uphold¿ lite device was used during an unknown procedure on an unknown date. According to the complainant, during procedure, ¿the wire got sectioned with the metallic extremity left in place due to a complete closure and impossible dissection.¿ the failure mode is unclear and attempts to obtain additional information has been unsuccessful to date. The event may suggest that the suture broke and the needle was left in the patient.